Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("embedded coiled metallic wires") in a 32 year-old female patient who had essure inserted (lot no. A69941) for female sterilisation. The patient had a medical history of endocervicitis, colposcopy, miscarriage, polyhydramnios, hypertension, renal disease, left lower quadrant pain, depression, parity 2, multi gravida, premature delivery, procedural pain and abnormal uterine bleeding. Previously administered products included: depo provera. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2688 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2013. As per mr (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2022: pelvis : status post essure with partial transmural erosion of the device along the left anterior uterine wall and fallopian tube. No inguinal, pelvic sidewall, mesenteric, retroperitoneal lymphadenopathy conclusion : status post essure with partial transmural erosion of the device along the left anterior uterine wall and fallopian tube. Recommend gynecologic consultation and evaluation. Pelvic left kidney without hydronephrosis [pathology test] on (B)(6) 2020: the specimen consists of a fallopian tube measuring 6 cm in length and 0.9 cm in diameter. The serosa is purple, smooth and glistening; on (B)(6) 2023: mild chronic endocervicitis. Benign endocervical polyp endo myometrium : changes compatible with previous ablation/curettage; scant endometrial tissue. Comment : there are portions of a metallic device (a remote contraceptive device cannot be excluded). Correlation with clinical information is recommended. Gross description : the adhesions have embedded coiled metallic wires. [Pregnancy test] (date unknown): negative. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated, event-"medical device removal updated to essure micro-insert embedded ". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2687 days after essure insertion, she underwent medical device removal (seriousness criterion medically important). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("embedded coiled metallic wires") in a 32 year-old female patient who had essure inserted (lot no. A69941) for female sterilisation. The patient had a medical history of endocervicitis, colposcopy, miscarriage, polyhydramnios, hypertension, renal disease, left lower quadrant pain, depression, parity 2, multi gravida, premature delivery, procedural pain and abnormal uterine bleeding. Previously administered products included: depo provera. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2688 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus 25-apr-2013 as per mr 24-apr-2013. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2022: pelvis : status post essure with partial transmural erosion of the device along the left anterior uterine wall and fallopian tube. No inguinal, pelvic sidewall, mesenteric, retroperitoneal lymphadenopathy conclusion : status post essure with partial transmural erosion of the device along the left anterior uterine wall and fallopian tube. Recommend gynecologic consultation and evaluation. Pelvic left kidney without hydronephrosis [pathology test] on (B)(6) 2020: the specimen consists of a fallopian tube measuring 6 cm in length and 0.9 cm in diameter. The serosa is purple, smooth and glistening; on (B)(6) 2023: mild chronic endocervicitis. Benign endocervical polyp endo myometrium : changes compatible with previous ablation/curettage; scant endometrial tissue. Comment : there are portions of a metallic device (a remote contraceptive device cannot be excluded). Correlation with clinical information is recommended. Gross description : the adhesions have embedded coiled metallic wires. [Pregnancy test] (date unknown): negative. Lot number: a69941 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2687 days after essure insertion, she underwent medical device removal (seriousness criterion medically important). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.